Manufacturer narrative:
B3: the date provided is an approximation as the exact event dates were not provided. D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on an unknown date. Confirmation pcr testing (unknown platform) was performed (unknown sample type) on the same day and generated negative results. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6) 2023. Confirmation pcr testing (unknown platform) was performed (unknown sample type) on the same day and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B5; h10: initial emdr noted the event date was an approximation, however the event date has been confirmed as (B)(6) 2023. D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single use; device discarded.